Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the anterior side assessed, as fold flaw opening. Additional observations: wear abrasion observed, on the shell. Observed creases, on the device. Yellow particles/biological tissue observed, outer and inside device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side "deflation". Device has been explanted.